Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a history anomaly. The blood glucose at the time of the incident was 180 mg/dl. The customer stated that the insulin pump did not record all the calibrations in her bolus history. Troubleshooting was not done but asked customer to call during blousing so he can go through troubleshooting steps with a technician and check the bolus history to determine if the insulin pump is functioning correctly. The device will not be returned for analysis.